Event description:
During follow-up, oversensing of noise and myopotentials was observed on the device. Provocative testing was performed; noise could not be reproduced. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.